Event description:
It was reported via repair work order that the left headend siderail was not operating properly due to a damaged weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.